Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A syringe change was performed and the cartridge was successfully filled. Customer's blood glucose (bg) level was 424 mg/dl. Additionally, it was reported that the customer experienced a bg level above 600 mg/dl. Customer alleged bg may have been caused by compromised insulin. A supply change was performed and a correction bolus was delivered to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management.